Manufacturer narrative:
The event took place outside of the united states (in france) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dislocation occurred (B)(6) 2019. During this surgery, no components parts of the prothesis were removed. The surgeon managed to "stich" up the tuberosity. The primary surgery occurred (B)(6) 2019 after the patient had a fracture with dislocation.